Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastro intestinal/pelvic floor. It was reported the patient had a hysterectomy done in (B)(6) 2019 and about 1 month to 1.5 months after (B)(6) 2019 (year valid) they noticed surges that cause spasms and pain. The patient was redirected to follow up with their healthcare professional. No further complications were reported.